Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. Visual inspection and functional testing was performed with no issues noted. The issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue between the titanium adapter and transfer set (inability to connect). After replacing the titanium adapter, there were no further issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.